Event description:
It was reported that blood return could not be confirmed after implanted the groshong catheter, so that removed it . Leakage was found at the catheter at 55cm from proximal of the catheter. This was not noticed when priming the device. The user is not sure if this was due to usage of a sharp instrument or if it was previously damaged. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 5fr d/l groshong catheter. Light usage residues were observed throughout the sample. A small partially circumferential split was observed near the 54cm depth marking. Microscopic inspection of the split revealed sharply defined fracture features. The fracture surface appeared glossy. A superficial longitudinally aligned split transected the circumferential split. Material deformation and flow were observed at the split edges. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion; however, when flushing the white-luered lumen, a spraying leak was observed emanating from the split. The fracture features were consistent with contact between the catheter tube and a traumatic instrument. The material flow suggested that instrument may have been used to manipulate the catheter. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz1596 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that blood return could not be confirmed after implanted the groshong catheter, so that removed it . Leakage was found at the catheter at 55cm from proximal of the catheter. This was not noticed when priming the device. The user is not sure if this was due to usage of a sharp instrument or if it was previously damaged. There was no reported patient injury.